Manufacturer narrative:
Product complaint # (B)(4). H6 component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained via: kindly confirm the device return status. Note: please mention the source through which the information is received (information received from dr, nurse etc.) I have already couriered the suture. It will be received in 1-2 days. I got the information from dr (B)(6) orthopedic surgeon. Were there any patient consequences? Kindly confirm the device return status. Note: please mention the source through which the information is received (information received from dr, nurse etc.) No there were no patient consequences. It will be received to u in 3-4 business days. I have received the information through dr (B)(6) orthopedic surgeon. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent a tka procedure on (B)(6) 2025 and suture was used. During the procedure, suture breakage issue. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). Corrected information: d 9. Device available for evaluation?, h3. Device evaluated by manufacturer? Additional information: d 9. Date device returned to manufacturer, d 9. Date device returned to manufacturer, h6. Investigation findings, h 6. Component code, h 6. Type of investigation, h6. Investigation conclusions. H3 investigation summary. The product was returned to ethicon for evaluation. One paper lid and two small suture pieces were returned for analysis. Product code vp2421. During the visual inspection of the sample, no breakage suture was observed. But the sutures pieces revealing that two extremes were found to be broken, while the other two extremes appeared to be cut, likely due to a surgical instrument. Besides that, a damage and body fluids along the sutures were noted. The product code vp2421 contains an absorbable suture. Since the sample was received open, the functional test could not be performed due to undetermined exposure time to the environment; also, were received with a short length. The instructions for use contain the following caution: to avoid this kind of damage: grasp the needle in an area one-third (1/3) to one-half (1/2) of the distance from the attachment end to the point. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post-market surveillance. Batch manufacturing records of vp2421/t4022 was reviewed for any process deviation but no deviation was observed. Finished goods tests reports was reviewed for tensile strength value and needle pull-off value found to meet the specification requirement. This report is being submitted pursuant to the provisions of 21 cfr part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.